Manufacturer narrative:
Product will not be returned. Device MFR date is unk. Eval: pending completion of investigation.

Event description:
A revision surgery was performed to remove a backed-out polyaxial screw and a loose closure top. A final follow-up submission will be made when the investigation of the loosened closure top is complete. A separate MDR is being submitted for the backed-out polyaxial screw associated with this event.